Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was reading inaccurately compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up with the patient. The patient reported that on the evening of (B)(6) 2011 (time unknown) she obtained an alleged inaccurate high blood glucose reading of "10.9 mmol/l (196 mg/dl)" with the subject meter. The patient claimed she normally tests in the "5 to 6 mmol/l" range. The csr noted that the patient tests her blood glucose 6 times a day and manages her diabetes with a combination of oral medication (metformin) and a set dose of insulin (novolin 30/70). The patient confirmed that she took her usual dose of oral medication and insulin after obtaining the alleged inaccurate result. On the morning of (B)(6) 2011, the patient reported feeling shaky. At the onset of the symptom she tested her blood glucose and obtained a blood glucose reading of "3 mmol/l" with the subject meter. In response to her symptom, the patient claimed she treated herself with candy. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.